Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site on their leg after wearing the pod for longer than 48 hours. The patient noted swelling, redness, and drainage at the infusion site. During this period, they also experienced elevated glucose levels above 250 mg/dl, along with nausea, headache, irritability, and weakness. Due to worsening skin irritation, the patient sought emergency care on (B)(6) 2026, where they were diagnosed with cellulitis of the lower extremity. They were treated with a three-day course of the antibiotic keflex. The patient stated that they had removed the pod prior to seeking medical attention. The patient reported spending approximately 3 hours in the emergency room before leaving the same day.